Event description:
Major pump unit(s) involved: blood pump. Additional text: end of pump life/ bearing wear by event filter analysis. Specific component(s) involved: other component malfunction, specify. Other component: bearing wear. Causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): switch from vented electric to pneumatic-mode. Other intervention : implant device type: lvad.

Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: other component malfunction.